Event description:
It was reported to covidien on (B)(6) 2012 there was an issue with tumescent infiltration pump. During a demonstration of the tumescent pump with a customer, the pump stopped pumping fluid. The device was not used in a procedure. No pt involvement.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.